Event description:
It was reported that intermittent cartridge alarms (alarms 20 and 30) occurred during basal delivery with multiple cartridges. Customer's blood glucose was 140 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.